Event description:
Felt burning and hardness in breasts. Diagnosed with fibromyalgia, chronic fatigue syndrome, migraines, ears ringing, skin dryness, dry eyes, poor vision, slow healing, etc. FDA safety report ID # (B)(4).